Event description:
It was reported by service report that the head-end lift assembly was stuck in the up position. It is unk if there as pt involvement, however no adverse consequences were reported.

Manufacturer narrative:
Headend lift assembly.